Manufacturer narrative:
Additional information was received indicating the date of the patient death was (B)(6) 2024. Alarm logs provided were reviewed and analyzed by a philips onsite engineer and it was determined that the philips equipment was functioning as expected; the device was not defective and that all alarms worked as intended. When clinical engineering was called, they tested the equipment and found that it was not defective; device logs show that the monitor and central station visually and audibly alarmed high priority red alarms at 17:10. The logs also show that the bedside monitor alarms were manually paused at 17:10, indicating that someone was at the bedside with the patient. Per the customer report, the patient subsequently expired at 17:39. The clinical engineer also confirmed that the managers of the sector where the adverse event occurred reported that there was a shift change which may have caused or contributed to a missed alarm by the staff at this time. It is possible that the device may have been a factor in the reported patient event by way of alarm configuration/management and/or clinical workflow. Details regarding the sequence of the event leading up to the death were asked but not provided; the exact cause of death and reason for patient monitoring were unknown. Based on the information provided in the case and the result of the log evaluation provided by the engineer, the customer's allegation could not be confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the monitor did not alarm, and there was a patient death.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
As part of a preliminary hazard analysis (pha) performed by risk management and medical safety teams, this investigation was determined to be in need of review and update as needed. A supplemental report was deemed necessary. This report has been created with reference to mfg report # 9610816-2024-00089. The follow corrections have been made based on current information available: box a: patient information. Box d: model number, product UDI. Box h: patient outcome code grid.